Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:during visual inspection of the pump it was observed that the pump was returned with battery compartment cracks alongside the pump as well as from the top of the pump traveling to bumper and from the bottom traveling to bumper. There was no evidence of physical damage on the battery compartment threads. It was observed that the threads on battery cap were stripped and were unable to secure. A test battery cap was used and was able to secure.

Manufacturer narrative:
(B)(4)